Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Original and revision surgical notes were not provided. Additional information such as x-rays were not provided; it is unknown whether the device was implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.